Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that the patient underwent surgical intervention wherein both leads were explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-32214. It was reported the patient's lead migrated. The issue was confirmed via x-ray. It is unknown which lead migrated therefore, all the suspected leads are being reported accordingly. In turn, surgical intervention may take place at a later date to address the issue.